Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3777-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).

Event description:
Additional information received reported that the x-rays reviewed by the managing physician showed two octad leads in the thoracic region. The patient was awaiting clearance for surgery from his primary care. At that time, a replacement date would be made. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been dead five years. It had been five years since the patient used/charged the device. The patient used it a lot, and they had to remove a portion of his leg, and shut it off for the surgery and recovery. The patient still had the original pain that the ins was used for, plus the pain had some pain at location of the leg removal. The manufacturer's representative wanted to know if they could get the ins out of overdischarge, and how it would behave. They tried to charge in the office on the date of report. Later, the patient and physician agreed to proceed to replace the ins. The patient was to have an x-ray today to determine lead placement, and would follow-up with the doctor on 2015 (B)(6) to confirm and schedule ins replacement. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.